Manufacturer narrative:
Patient information was not provided for reporting. Device malfunctioned intraoperative. Device was not implanted/explanted. Device is not expected to be returned for manufacturer review/investigation. Device is not distributed in the united states, but is similar to device marketed in the USA. Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Additionally, device history records review could not be completed without lot number. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that on (B)(6) 2018, patient underwent surgery for femoral diaphyseal fractures. During the surgery, the surgeon could not fix end cap to expert afn japanese nail. Additionally, the surgeon had difficulty in connecting the end cap to end cap driver. The surgery was completed with 30 minutes delay. There was no adverse consequence to the patient. Surgery was completed successfully with patient in stable condition. The surgeon further commented that the thread pitches of both the end cap and the expert afn japanese nail seemed much narrow. So, if the surgeon inserts an end cap to a nail in a little different direction, an end cap cannot be inserted to a nail properly. Additionally, because the end cap driver was not furnished with variable-angulation feature, it was very difficult for end-cap insertion. This report is for one (1) end-cap f/a2fn cann extens. 10 tan grey. This is report 1 of 1 for (B)(4).